Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device exhibited over-sensed myopotential noise after programming change made from ddd to vvi. A request was made to have data from this device analyzed. Data analysis identified over-sensed myopotential noise observed on the right ventricular (rv) channel. The device remains implanted. No adverse patient effects were reported.